Manufacturer narrative:
One cadd administration set was returned in used conditions. No abnormality was detected upon visual inspection. Functional testing was performed by infusing water through the administration set and then was connected to a cadd solis pump; priming and no air bubbles were observed. It was noted that air was concentrated in the inlet side of the filter but not purge by the vent. Relevant documents along with the manufacturing process were reviewed; deemed adequate. The rra assembly, training records, the test record, and calibrations dates were reviewed; no discrepancies found. Prior to packaging, a sample of 32 units was taken in order to perform a visual inspection; no discrepancies found. Four samples from floor inventory were tested; no discrepancies detected. Based on the evidence, the complaint was confirmed with the root cause being that the filter was received defective from the supplier.

Manufacturer narrative:
It was reported that the event occurred some time between (B)(6) 2017. The exact date is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that before changing the perfusion bag, air bubbles were present in the tubing of a cadd® administration set. The fault was noticed when the pump alarmed and displayed the message: "air bubbles in tube". The tubing was purged, but the bubbles then appeared in the cassette. No injury was reported.